Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional coronary stent procedure on (B)(6) 2012. The physician reported that the patient originally had the groin site accessed by another physician who only performs diagnostic procedures. The physician stated that the stick location might have been high, but he is unsure because the groin angiogram was not saved. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient's groin was very sensitive and painful to touch. A CT scan revealed a retroperitoneal bleed. The patient was consulted for vascular surgery and observed. As of (B)(6) 2012, the physician stated that the patient is doing well with no surgical intervention. The patient was reported as hospitalized due to the mynx procedure. The patient was monitored and discharged 2 days post procedure without the need of surgical intervention.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.